Event description:
Brief inquiry description: leaking spike port adapter. Detailed inquiry description: spike port adapter leaked when connected to IV bag and tubing. When did event occur- while compounding orders. Injury- no.